Manufacturer narrative:
Date of event: the exact event onset date is unknown. The provided event date of (B)(6) 2022 was chosen as a best estimate based on the date of exposed mesh removal surgery. The complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device manufacture dates are unknown. Imdrf patient codes e2006, e2330, e1310 and e2401 capture the reportable events of erosion into urethra and exposed mesh; vaginal pain, pelvic pain and bladder pain; frequent urinary tract infection; and other injuries. Imdrf impact codes f1905 and f1204 capture the reportable events of removal of exposed mesh and permanent injury.

Event description:
It was reported to boston scientific corporation that a tvt advantage device was implanted into the patient during a procedure performed on (B)(6) 2017 for the treatment of stress urinary incontinence. As a result of the implantation, patient suffered serious bodily injuries, including, but not limited to, frequent urinary tract infections, mesh erosion into urethra, vaginal pain, pelvic pain, bladder pain, vaginal bleeding and other injuries. She has also experienced significant mental and physical pain and suffering and has sustained permanent injury. On (B)(6) 2022, patient had to undergo surgery to remove the exposed mesh.

Manufacturer narrative:
Blocks b5, section d. Suspect medical device, and e1 below have been updated based on the additional information received on october 18, 2023. Block b3 date of event: the exact event onset date is unknown. The provided event date of (B)(6) 2022 was chosen as a best estimate based on the date of exposed mesh removal surgery. Blocks d4, h4: the complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device manufacture dates are unknown. Block e1: this event was reported by the patient's legal representation. The implant surgeon is: dr. (B)(6) (B)(6) hospital phone: (B)(6) (work address) (B)(6) phone: +(B)(6) block h6: imdrf patient codes e2006, e2330, e1310 and e2401 capture the reportable events of erosion into urethra and exposed mesh; vaginal pain, pelvic pain and bladder pain; frequent urinary tract infection; and other injuries. Imdrf impact codes f1905 and f1204 capture the reportable events of removal of exposed mesh and permanent injury.

Event description:
It was reported to boston scientific corporation that an advantage fit system device was implanted into the patient during a procedure performed on (B)(6) 2017, for the treatment of stress urinary incontinence. As a result of the implantation, the patient suffered serious bodily injuries, including, but not limited to, frequent urinary tract infections, mesh erosion into the urethra, vaginal pain, pelvic pain, bladder pain, vaginal bleeding, and other injuries. She has also experienced significant mental and physical pain and suffering and has sustained permanent injury. On (B)(6) 2022, patient had to undergo surgery to remove the exposed mesh.